Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump continually suspended due to a low sensor glucose reading. She kept resuming it until she checked her blood glucose level. Her blood glucose level was 98 mg/dl but sensor glucose reading was 40 mg/dl. The sensor and blood glucose reading was not within an acceptable range. The customer was advised that the device would be replaced and agreed to return the product for analysis.